Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no device anomalies. All seal plugs were in-tact. It was verified that communication with the device could not be established. An external power supply was connected to the device; telemetry was reestablished and the device functioned properly. The device battery was sent for detailed analysis. Detailed analysis revealed evidence of internal shorting that resulted in battery depletion and the subsequent no telemetry condition.

Event description:
Boston scientific received information that during a pre-change out device check, this device was unable to be interrogated. The device was explanted and has been returned for analysis. There were no adverse patient effects reported.